Event description:
It was reported that pump triggered cartridge alarm 20 and caller confirmed issue had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed caller to place pump into storage mode before return, and advised caller to send problematic pump back using prepaid label within required timeframe.